Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a shoulder surgery the q-fix mini drill bit broke and the distal tip was bent while attempting to remove the broken drill from the drill guide. It was a physical breakage, but it did not break inside the patient. The procedure was successfully with non-significant delay and completed using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder surgery the q-fix mini drill bit broke and the distal tip was bent while attempting to remove the broken drill from the drill guide. It was a physical breakage, but it did not break inside the patient. The procedure was successfully completed using a back-up device. It is unknown if there was significant delay. No patient injury or other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. Only the drill was returned. The drill is broken just below the chuck into two pieces. The drill bit is deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force (2) improper alignment of the handle. No containment or corrective actions are recommended at this time.